Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's infusion sets/reservoirs were malfunctioning. The customer stated there would be resistance with manually pushing insulin through the tubing when attempting to connect a new reservoir to an infusion set. Customer also reported insulin would not enter the tubing. The customer had attempted several remedies, but none would resolve the issue. Customer stated the issue had been recurring with the past three infusion sets/reservoirs. Customer was advised to hold onto their infusion sets/reservoirs to troubleshoot in the future. No additional information provided.